Event description:
It was reported to philips that the system was hanging, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was hanging, preventing a full system boot-up. Upon troubleshooting, the fse checked the system and found an ippc memory error during the bootup. Upon further analysis, the fse reviewed the logs and identified that it was an ippc memory error. To resolve the issue, the fse cleaned and reseated all memory cards in the ippc. Due to manufacturing issues, the dimms (dual in-line memory modules) may not function as intended, leading to issues with the allura xper and allura centron system's imaging processing pc, host pc, and flex vision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1156-2024. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.